Manufacturer narrative:
Correction: (cfn/fei/hcfa ID): 1313525 additional information: b5, b6, d9, g3, h2, h3, h6, h10 the iol was returned for evaluation. Visual inspection found that both haptics had been torn off and were missing. The delivery device was not returned. Due to the damage, functional testing could not be performed. Our previously reported assessment remains the same.

Event description:
Follow-up information was received. The procedure was reportedly phaco only. The patient''s outcome is good.

Manufacturer narrative:
Even though requested, the device was not returned for evaluation. The device history record (DHR) review, did not find any non-conformities or anomalies related to the reported event. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. It is noteworthy to mention the use of a non-approved injector in this event. User related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) may have contributed to the event.

Event description:
It was reported that the haptic of an intraocular lens was broken off after insertion into the patient's eye. The incision was enlarged from 2.4mm to 3mm and the lens was removed intraoperatively. No sutures were required, and lens was exchanged for a lens of the same model and diopter. Reportedly there was no patient harm. Additional information has been requested.